Event description:
An end user reported an issue with a solero applicator. We have a patient who has a retained tip from a solero microwave applicator. From x-ray, it looks like the last 13mm of the tip has been retained in the lung.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. The UDI nor lot number were provided. Attempts are being made to obtain this information. Reference (B)(4).

Manufacturer narrative:
No probe product was returned to angiodynamics for evaluation. The customer's reported complaint description of "tip detached and remained in the patient" cannot be confirmed. No complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. No DHR review of the packaging/assembly lots were reviewed since device upn and lot number are unknown. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
October 09, 2024. Based on information received october 07, 2024, this complaint file was determined to have been created in error as a duplicate file of (B)(4), medwatch reference 1317056-2024-00102. Therefore this report is being submitted in order to close out the complaint file as not a complaint. The complaint file has been canceled. Reference (B)(4).